Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested, but unavailable: what do you mean by "suture snapping from the needle"? Did the suture separate / pull off / detach from the whole needle at the swage location? Did the suture break into 2 pieces on suture/thread body causing separation of needle and suture? Did the needle break into 2 pieces on needle body causing separation of needle and suture? When did the event occur? Pre-op (before use on patient) or intra-op (during use on patient while suturing/tying knots)? Is any sample available to be returned for evaluation? Any patient consequences? Was the procedure completed successfully? And how? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. Suture snapped from the needle. No adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/29/2018. Investigation summary: it was reported a needle pull off. An unused needle-suture combination, a detached needle and a dispensed suture of product code w3650 were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected. The barrel hole was examined under 20x magnification for suture remnant and none was noted. The suture end was examined and there isn¿t sufficient impression at the swage end, resulting in the needle pull off. In the visual inspection of the needle/suture, the swage and attachment area were as expected. The suture was examined and no defects or needle pull were observed. A functional test was performed and the pull force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received (1), the assignable cause of the needle pull off is a light swage defect. Per the condition of the sample received (2), no needle pull off was observed.